Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Year of birth: 1940. Concomitant medical products: 00598801118 61792190 stem extension straight long 18mm dia x 155mm length. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00348.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient was revised approximately 8 years post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.